Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of rv oversensing were noted. Review of the non-sustained rv oversensing revealed possible myopotential oversensing. Isometrics to provoke oversensing were suggested. Programming changes and dft were also recommended. The physician elected not to make any changes and continue to monitor that patient.